Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by sales rep that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that the vapr tripolar90 suction electrode device shorted out with coagulation still activated. The same device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves two (2) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the device was received and evaluated. Visual inspection revealed that the device was not returned in the original packaging. The suction tubes show signs of saline residue. Finally, no visible damage on shaft, handle and cable. The active tip shows scratches and signs of activation. The electrode was sent to the manufacturer for further analysis. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. A visual inspection of the device was performed; as a result, two devices returned for investigation. Unable to identify which device is from what lot number, neither device returned in the original packaging, the active tip of both devices are in a used condition with visible tissue debris in the suction ports, no visible damage to the devices, procedural debris visible in suction tubes, device 2 shows a gap in the epotek glue pocket on the back of the device. The claim could not be substantiated with both devices successfully passing the electrical and functional tests. A DHR review has been performed for complaint device lot number u2108073; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no correction or containment action has been implemented. The customer reported fault that both complaint devices shorted out during the procedure could not be confirmed, we were unable to reproduce the customer reported issues. Both complaint devices were found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.